Event description:
It was reported that during testing, the device disassembled easily. As the event occurred during testing, there was no patient involvement, adverse consequences, medical interventions, or surgical delays.

Manufacturer narrative:
The reported event that the device is easily disassembled was duplicated by the complaint specialist. Rough or improper handling such as bouncing, dropping, or overstraining of the device should be avoided and may cause or contribute to the reported event.

Event description:
It was reported that during testing the device disassembled easily. As the event occurred during testing, there was no patient involvement, adverse consequences, medical interventions, or surgical delays.